Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, this right ventricular (rv) lead was stuck in the header of the pacemaker. The lead body pulled apart during removal from the device header. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No adverse patient effects were reported.